Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states they had issues with their infusion sets. The customer's blood glucose level was 50 mg/dl or 60 mg/dl. The customer states there was blood at site and bent cannulas. The customer states they had changed out sets. The customer declined to troubleshoot.